Manufacturer narrative:
Device analysis results. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. It was reported that during the procedure, the stent struts were deformed. Based on the event description, it is likely that the lesion anatomy contributed to the reported issue. The lesion was moderately tortuous, moderately calcified, with a stenosis of 60%.

Event description:
It was reported that coating issue occurred. The 28 mm long and 60% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel with a diameter of 3.00 mm. A 3.00 x 28 promus premier select was selected for treatment. During the procedure, the coating of the stent peeled off and the device was removed. The procedure was completed with a different device. No patient complications occurred. It was further reported that the stent was deformed - the struts were lifted/displaced.

Event description:
It was reported that coating issue occurred. The 28 mm long and 60% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel with a diameter of 3.00 mm. A 3.00 x 28 promus premier select was selected for treatment. During the procedure, the coating of the stent peeled off and the device was removed. The procedure was completed with a different device. No patient complications occurred.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.